Event description:
It was reported in a printed literature article that an angio-seal was deployed in the left brachial arteriotomy via the antecubical fossa. Manual compression was applied to the puncture site for 45 to 60 seconds and a compression bandage was then applied. The pt received 100 mg of aspirin orally 2 hours before the scheduled intervention. 5000 units of heparin was administered after insertion of the introducer sheath and again during the procedure to maintain an active clotting time of greater than 250 seconds. Three hours later, a 5cm hematoma developed. Surgical treatment was not needed. The implant and event date are unk; sometime between 2005 and 2007. The angio-seal deployer is unk.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) state that the angio-seal device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in pt's who have undergone diagnostic angiography procedures or interventional procedures.